Event description:
It was reported that within a day after implant, the right atrial (ra) lead was repositioned several times resulting in dislodgement. The ra lead was eventually removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the distal sleevehead was observed to have blood, the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically cut but not breached, the outer insulation of the lead was observed to have blood ingression and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacemaker (B)(6) 2013, (B)(4) implantable pacing lead (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.